Event description:
It was reported the right ventricular lead impedance measurements were high. Lead revision was discussed, but patient refuses any intervention. The patient will be closely monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): performance data were collected from the device and analyzed. There were two patient alerts for out of tolerance subthreshold lead impedance measurements on (B)(6) 2012 and (B)(6) 2012. The weekly pacing lead impedance trend data shows a gradual increase for minimum and maximum biventricular pacing impedance from 855 ohms to 4047 ohms between (B)(6) 2012 and (B)(6) 2012.